Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had black water flowing out of the scope. Additionally, the device experienced an e315 error with an image blackout and whiteout that persisted after docking. There were no reports of patient involvement.